Manufacturer narrative:
A ge service representative performed an onsite investigation. The 12 vdc monitor power supply was evaluated, replaced and then calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported functionality was lost from both monitors. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.